Event description:
It was reported that the customer experienced a malfunction identified as code malf 12, which occurred at least three times with the same pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether their level exceeded 500 mg/dl. The customer was informed that the pump needed to be replaced under warranty. Technical support confirmed the shipping address, instructed the customer to allow the battery to deplete before shipping, and advised returning the faulty pump within 10 days using the provided pre-paid label and return box. The customer would continue using the current pump as a backup therapy.